Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with omnisure mesh. Later the patient experienced right groin tenderness, dyspareunia, recurrent stress incontinence, sharp pain, anxiety associated with intercourse, bleeding with intercourse, sexual avoidance, vaginismus, dysmenorrhea and incontinence. A partial mesh removal was performed.